Event description:
It was reported that pump battery life was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with Technical Support, and CTS was unable to confirm battery depletion issue, with no additional information received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.